Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges using a heating pad and receiving a burn near her hip. There was not a report of property damage with this incident.